Event description:
Healthcare professional (hcp) reported a pt experienced itching at the end of their first dialysis session at this center. The pt is new to dialysis and had been dialyzed in the hosp prior to this first treatment at the outpt dialysis center. Info is not available regarding the type of dialyzer the pt was on in the hosp or how the pt tolerated the hemodialysis treatments. Benadryl 25mg sq was given with relief of itching. The pt has subsequently dialyzed on different mfrs membranes (bio 100 and f8) in which the pt experienced welts on arms and chest along with itching. The hcp reported the pt symptoms are relieved with administration of benadryl and the pt is asymptomatic between dialysis sessions.